Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering the set through port #5 of an unspecified quantity of exactamix 2400 valve sets. This issue occurred during delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 05 march 2025 and 06 march 2025. H11: the actual devices were not available; however, eight (08) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes; no bubbles detected. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.